Event description:
Customer reported cgm error 42 with a g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and assisted the customer through the process, resulting in a successful sensor session without further errors.